Event description:
It was reported that during use on a patient the "balloon was leaking from joint area". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "ok".

Manufacturer narrative:
(B)(4). The product was not returned; however, the customer provided a video for evaluation. In the video, the user is performing a leak test under water and during the testing, an external leak was noted around the bifurcate bushing adhesive bond. The finding noted in the video is consistent with the reported event. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was leaking from joint area" is confirmed based on the customer video provided with the complaint report. The probable root cause is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that during use on a patient the "balloon was leaking from joint area". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "ok".

Manufacturer narrative:
Qn#(B)(4). The lot number for the returned sample is 18f24b0047. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Returned with the sample was the supplied 40cc inflation driveline tubing; no blood or abnormality was noted with the tubing. Upon return, the iabc bladder was noted reinserted within the original packaging tray. The teflon sheath was noted on the returned iabc. The one-way valve was connected and tethered to the short driveline tubing. The hemostasis cuff was noted disconnected from the iabc bifurcate and medical tape was noted on the bifurcate, covering the bifurcate bushing area. Dried blood was noted on the exterior surfaces of the returned iabc; no blood was noted within the helium pathway. The customer video was reviewed. In the video, the user is performing a leak test under water; during the test, an external leak was noted around the bifurcate bushing adhesive bond. The finding noted in the attached video is consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the iabc bladder was re-moved from the original packaging tray. Upon removal, no damage or abnormalities were noted to the iabc/iabc bladder. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Under microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guide-wire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was leaking from joint area" is confirmed. During the com-plaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient the "balloon was leaking from joint area". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "ok".